Event description:
It was reported by a company operations manager that the fiber tip was still attached, but the blue plastic sheath was charred at about 3-5 mm from the tip. The fiber was used for total of 2,000 joules. The event occurred while inside of the patient. The patient did not experience any difficulties as a result of the event. The procedure was completed.